Event description:
Claimant alleges while exiting a building via handicap ramp, scooter went at high speed and would not slow down despite plaintiff's efforts to do so.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued. Device not available for evaluation.